Event description:
It was reported that during a stent procedure, deflation difficulty was experienced with a rewrapped balloon catheter. The entire system was removed without incident. No pt injury or complication occurred.